Event description:
Customer alleged blood glucose results of 359 mg/dl and 146 mg/dl when testing was performed back-to-back on the advantage system. Customer had no symptoms. Customer did not treat or act on the results other than to take his routine doses of glipizide and metformin and to eat breakfast. No serious adverse event was reported in connection with the alleged malfunction. Suspect device is not available for return; replacement product was sent.

Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.